Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was implanted using a delivery system. The valve was implanted around 3-4mm. The patient's aortic valve angle was 53 degrees and a pre-dilation was performed. The sizing of the annular dimensions of the native valve is: average annulus diameter 23.5mm, perimeter 75.5mm, and lvot diam 23.9mm.it was noted that while releasing the third receptacle tab, the valve migrated into ventricle, causing mitral regurgitation (mr), aortic regurgitation (ar) and perivalvular leak (pvl). The physician double snared the valve to retract it back to a depth of around 3mm. The procedure was able to be successfully completed. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient is stable.

Manufacturer narrative:
An event of the device migration, mitral regurgitation (mr), aortic regurgitation (ar) and perivalvular leak (pvl) was reported. Information from the field indicated that there was no hemodynamic consequence so the physician left the valve in place. Possible contributing factors for valve migration are intra-procedural difficulties, implant depth, annular calcium distribution, and deployment or retraction difficulties. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incidents could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. The reported unexpected medical intervention was under case specific circumstances as device was snared. There was no allegation on performance of the product.